Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was not sensing, had no capture, and high impedances. A x-ray was done and found that the setscew was not properly seated in the header. The physician was able to reinsert the setscrew properly and the lead remains in use. There were no reported patient complications as a result of this event.